Event description:
Reporter alleged missing segments in the display on the compact system. No serious adverse event was reported in relation to the alleged malfunction. Return of the suspect device was requested; replacement product was sent.